Event description:
It was reported that the pre-loaded stylet of the attempted right ventricular (rv) lead was stuck and could not be pulled completely out. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet was removed from the lead with minimal effort. The stylet appeared to be bent/distorted during the attempted implant. A new stylet was used for the stylet insertion test. A slight resistance was observed when performing the stylet insertion test. (B)(4).